Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was hardware low level failure. Customer's blood glucose was 5.1 mmol/l. The customer also reported that issues with sensor and also mentioned that missing serial number. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace on keypad assembly. Device received with serial number label missing, end cap address label missing, scratched case, pillowing keypad overlay and minor scratched lcd window.